Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) feeling dizzy. The presenting electrogram (egm) showed intermittent loss of capture (loc) on the right ventricular (rv) lead. The pacemaker system had been implanted a couple days prior. Boston scientific technical services (ts) called the field representative and recommended further evaluation. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Removed statement: it was noted that there had been fluctuating rv lead impedance measurements.

Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) feeling dizzy. The presenting electrogram (egm) showed intermittent loss of capture (loc) on the right ventricular (rv) lead. It was noted that there had been fluctuating rv lead impedance measurements. The pacemaker system had been implanted a couple days prior. Boston scientific technical services (ts) called the field representative and recommended further evaluation. The device remains in service. No additional adverse patient effects were reported.